Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The physician snared the snareable insert tip of the surepass contralateral limb wire of a bifurcated device. When the surepass contralateral limb wire reached the contralateral 9fr sheath the physician experienced some resistance. When the surepass contralateral limb was removed from the contralateral 9fr tear away sheath it was noted the tip of the surepass contralateral limb wire was damaged. The physician extended the cut down to verify no vessel damage had occurred, which had not. The damaged portion of the surepass contralateral limb wire was removed and the physician was able to advance the 0.014" guidewire through the surepass contralateral limb wire. The procedure was completed without further complications; it was reported the patient tolerated the procedure well. The removed piece of surepass wire is being returned for evaluation.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The surepass guidewire was returned to endologix and evaluated. Damage to the wire was confirmed. Wire fray and delamination of the ptfe wire coat was observed at the tip of the wire. The delamination likely occurred due to interference between the surepass wire and the 9fr sheath when pulling the surepass through.

Manufacturer narrative:
Model reads ba25-60/i16-40. Model should read ba25-80/i16-40.